Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inappropriate anti-tachy pacing therapy. Review of the stored electrograms showed noise on the ventricular rate-sensing channel with inhibition of pacing. The patient was asleep at the time and does not recall receiving the therapy. The physician was able to reproduce the oversensing with deep inspiration.